Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the dissector's blade broke unexpectedly while being used. The broken blade was recovered from the site, and the procedure was completed with a new device without any further complications. There was no x-ray was performed. No medical or surgical intervention needed to prevent a permanent impairment of a function. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was returned. Functional testing found that the troubleshooting identified the broken waveguide was due it being excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. Manufacturing does 100% inspection during the assembly and packaging processes. The defective sample would have been rejected if found prior to shipping, had it been an assembly defect. No defects or damages were observed in the packaging returned that could have contributed to the reported defect. It was reported that the component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.